Manufacturer narrative:
A direct relationship between the device and the reported event could not be conclusively determined through this evaluation. The heartmate ii lvas IFU lists cardiac arrhythmia and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The hm ii lvas IFU, as well as the patient handbook, provides important information regarding the heartmate batteries, including outlining monitoring battery charge level and replacing depleted batteries. These documents outline all system controller alarms, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an arrhythmic event that caused their implantable cardioverter-defibrillator (ICD) to fire multiple times. By the time emergency medical services (ems) got to the house the lvad batteries were dead with the pump shut off due to lack of power. It was noted that the patient's batteries were dead upon ems arrival. It was not known if the ICD firing event or the pump off event occurred first. It was noted that the ICD was a non-abbott device. The patient expired. The device was not returned for evaluation. No additional information was provided.